Event description:
Health professional additionally reported "capsular contracture of right breast implant [baker grade iii] with painful nodule in subareolar area", "fluid came forth", "found to be deflated and rolled on itself", and "calcified capsule".

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the returned device identified a crease fold, wear abrasion, orange particles in the fill channel and two openings. A leak test and microscopic analysis were performed which identified one opening crease sharp on the anterior and one opening crease smooth on the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one crease sharp opening on the anterior due to fold flaw opening. One crease smooth opening on the posterior due to fold flaw opening. No calcification was observed on the device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.